Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed blistered and bleeding skin under the therapy electrode pads and ECG electrodes. The patient's physician prescribed a cream for the irritation and instructed the patient to end use of the lifevest due to an allergy to the lifevest. Follow-up indicated that the rash was improving once the patient removed the lifevest.